Event description:
Event description guidant received information that the terminal pin of this implantable transvenous atrial lead separated at the proximal ring. The separation was noted when the device was pulled out of the pocket. There had been an earlier intervention on the lead, or possibly a battery change, which is when the problem is believed to have occurred. The lead was explanted and subsequently replaced with another guidant atrial lead.,